Event description:
A report was received stating that the device infused too quickly. The expectged flow time was 48 hours. The infusion was started on wednesday, 2004 at 15:00 and the patient noticed that the device was empty friday, 2004 at 9:30. The fill volume was 100ml. The device contained 37.5 mg/ml of 5-fluorouracil in 5% destrose in water. The position of the device was at chest level with a catheter access site. The patient that they felt tired and had a decreased appetite. No patient injuries or medical interventions were reported with this event.